Event description:
It was reported that the insulin gauge displayed a different amount than expected, resulting in a fill estimate issue with the pump showing 0 units. There was no reported impact to the customer¿s blood glucose level. The customer contacted primary care provider for alternate insulin therapy.